Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The customer indicated they were unable to get precise results. The cse reviewed the instrument files and filter data, and no errors were found. The customer did not provide sample handling information. The cse noted that maintenance and adjustments were required on the instrument. The cse reseated the thermal chamber, replaced the sample and the reagent probe 2 and verified all probe alignments. The reagent probe 2 depth was adjusted to the cuvette, and the drain port was aligned. The reagent 2 to flex cartridge was off by 5 steps. The cse checked the motor gear to flex tray gear meshing and adjusted the reagent flex tray motor. Temperature calibrations were run, which passed. The cse ran photometer calibrations and the sampler metering syringe gap, and adjusted reagent 1 and 2 flush syringe gaps. The cse ran systems check successfully and ran the patient sample twice to test for hcg repeatability, which passed. The cause of the discordant hcg result was potentially due to pre-analytical sample handling or system maintenance. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a dimension exl with lm instrument. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.